Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator was getting an inaccurate fio2 (fraction of inspired oxygen) reading. The device fio2 was set at 95% but was getting a reading of 101%. Patient involvement is unknown as of this time.